Event description:
Healthcare professional reported left-side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture/malposition was received on august 16, 2023, with lot number#: 3308010. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Assessments of the complaint are: malposition: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted and replaced.